Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in had difficulty in retracting the needle. The following information was provided by the initial reporter: material no. 382534 batch no. 0167303 it was reported there was difficulty retracting the needle once the safety button was pushed. On another incident the back flow valve never engaged and blood spilled out of the open catheter. Two separate rn's inserted IV's and had difficulty retracting the needle once the safety button was pushed. The needle did not completely retract into the housing. Part of the needle remained out of the housing. A couple days later a different nurse inserted an IV and the backflow valve never engaged. Blood spilled out of the open catheter. All three incidences were traced back to the same lot number. Clinicians were alarmed when the needles didn't fully safety. The patient was caught off guard when blood came pouring out of the catheter.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 245 unused units within sealed packages, one package label, and one used partially retracted unit without the catheter adapter within an opened package. Per bd policy, seventy-six units were randomly selected from the 245 unused units for evaluation. The test for leakage beyond the plug was conducted on all seventy-six units and no leakage was observed. Therefore, bd was unable to confirm the reported defect of blood spilling out of the open catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in had difficulty in retracting the needle. The following information was provided by the initial reporter: material no. 382534 batch no. 0167303 it was reported there was difficulty retracting the needle once the safety button was pushed. On another incident the back flow valve never engaged and blood spilled out of the open catheter. Two separate rn's inserted IV's and had difficulty retracting the needle once the safety button was pushed. The needle did not completely retract into the housing. Part of the needle remained out of the housing. A couple days later a different nurse inserted an IV and the backflow valve never engaged. Blood spilled out of the open catheter. All three incidences were traced back to the same lot number. Clinicians were alarmed when the needles didn't fully safety. The patient was caught off guard when blood came pouring out of the catheter.